Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no power supplied to its communication board. A field service engineer removed and replaced power supply to resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not communicating. The customer reported that the user was able to remove the medication from another station and there was no delay to the medication. There were no adverse events or injuries reported based on this event.